Event description:
Customer reported an abo mistype on the galileo. A patient typed as o negative, who historically was a a negative, weak d positive. Patient was not transfused as a results of the mistype.

Manufacturer narrative:
The customer has not returned product, or sample for investigation testing.